Event description:
A report was received that the patient¿s device was causing him pain. The patient underwent an explant procedure. During the procedure, the physician discovered that the lead was shattered and the lead contacts came out which was also confirmed by x-ray. The contacts were left in the patient¿s body because the physician could not locate the contacts.

Manufacturer narrative:
Date of event: 2012. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.